Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The scope was pretreated with meditech stageone detergent. There was an aspiration of water through the instrument/suction channel. The instrument/suction channel, suction cylinder and instrument channel port were manually cleaned with cantel isaclean detergent and a medi-globe cleaning brush (B)(4). The scope was not manually disinfected. The aer used was a cantel medivators isa along with isaclean detergent and isaspore disinfectant. The scope was stored vertically in a metalarredinox drying cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera ii colonovideoscope. On (B)(6) 2022, the scope tested positive for klebsiella oxytoca between ten (10) and one hundred (100) colony forming units (cfus). On (B)(6) 2022, the scope tested positive for greater than one thousand (1000) cfus of pseudomonas aeruginosa. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: light guide lens breakage. Light guide lens/ objective lens glue worn out. Bending section rubber glue worn out/ white clouded. Insertion section kinked. Air/water cylinder corroded. Suction cylinder corroded. Scope connector component rusty. Distal end scratched. Preventive repair: ccd cable too short. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.